Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank screen even after a replacement battery cap. Troubleshooting was done. Customer's blood glucose was 186 mg/dl. Customer's current blood glucose was 103 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back up plan per health care provider. No further info provided.

Manufacturer narrative:
The insulin pump power up properly after battery installation, operating currents are within specification and no blank display anomalies noted. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, battery tube threads and belt clip slot.